Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support developed hematoma at the impella access site after removal of the 14f peel-away sheath. Manual pressure and femstop was done. The patient remained on support until successfully explant and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hematoma: patient was noted to have oozing after movement. The cause of the hematoma was determined to use issue due to patient movement because the oozing was noted after movement and the issue was managed by dressing change. Device history review: the device passed all the post sterile inspection checks.